Event description:
On 12/15/2024 an ilet user reported they experienced a high blood glucose (bg) event resulting in hospitalization. The event occurred on (B)(6)2024. On (B)(6)2024, the user was admitted to the ER due to high blood glucose levels (440 mg/dl) caused by a bent infusion set cannula. The issue required an insulin drip for treatment, and the user was released from the hospital on (B)(6)2024. Immediate health effects included a headache and fatigue. The user reported experiencing high bg for approximately 5 hours and conducted ketone testing, though they could not recall the results. They followed their ketone action plan. Following the incident, the user resumed using the ilet system. The user was using the convatec inset (23", 6mm) teflon infusion set.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.